Manufacturer narrative:
Updated sections: g4, g7, h2, h3, h6, h10. Trackwise #: (B)(4). The device was returned to the factory for evaluation on 11/04/2019. An investigation was conducted on 1/20/2020. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. No visual defects were observed on the device. A connection test was conducted. There was visual defects observed on the plug end of the device. A pre-cautery test was performed and repeated 10 times over a 10 minute period according to the procedure in the instructions for use. The device passed the pre-cautery test with a reference generator (recommended setting at 18) and reference bipolar cord. An activation test was performed and the device activated repeatedly with no failure observed. The bipolar cord connection was manipulated during activation. The device remained active and no intermittent continuity was observed. The device produced steam and the saline was observed to ¿boil¿ on the test gauze each time. Despite the damage to the plug, the device was able to be plugged in and the device was able to be powered on. Based on the returned condition of the device, the reported failure "connection issue" was not confirmed, but was confirmed for the analyzed failure "damage to device or device component". The DHR, shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview 7 xb bisector (us), they opened the device and discovered the bisector was damaged. The bisector connector could not plug into the active return cord. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview 7 xb bisector (us), they opened the device and discovered the bisector was damaged. The bisector connector could not plug into the active return cord. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on (B)(6)2019. An investigation was conducted on (B)(6)2020. A visual inspection was conducted. Signs of clinical use and with traces of blood on the tool handle and tip of the connector. No visual defects were observed on the device. A connection test was conducted. There was visual defects observed on the plug end of the device. A pre-cautery test was performed and repeated 10 times over a 10 minute period according to the procedure in the instructions for use. The device passed the pre-cautery test with a reference generator (recommended setting at 18) and reference bipolar cord. An activation test was performed and the device activated repeatedly with no failure observed. The bipolar cord connection was manipulated during activation. The device remained active and no intermittent continuity was observed. The device produced steam and the saline was observed to ¿boil¿ on the test gauze each time. Despite the damage to the plug, the device was able to be plugged in and the device was able to be powered on. Based on the returned condition of the device, the reported failure "connection issue" was not confirmed, but was confirmed for the analyzed failure "damage to device or device component". The DHR, shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview 7 xb bisector (us), they opened the device and discovered the bisector was damaged. The bisector connector could not plug into the active return cord. A replacement device was used to complete the procedure. The hospital did not report any patient effects.